Event description:
During the first transseptal puncture, it seemed the brk needle scratched a piece of the sl1 introducer. Subsequently, the needle could no longer be irrigated. Upon closer inspection, the needle¿s lumen was obstructed by a piece of plastic. Needle and sheath have been discarded. The needle and sheath were replaced to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The reported event of the needle scratching the introducer and the needle no longer able to be irrigated due to a plastic obstruction could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported skiving remains unknown.